Manufacturer narrative:
A steris service technician inspected the surgical table and was unable to duplicate the reported event. The table subject of the reported event was installed in 1998 and is not under steris service agreement, the user facility is responsible for all maintenance activities. No repairs were required, and the table was returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 surgical table's leg section lowered 45 degrees without being commanded to do so. The procedure was completed successfully. No report of injury or procedure delay.